Manufacturer narrative:
Additional information: d9 - product return. H3 - yes, evaluation. H6 - codes updated. Investigation results: investigation was carried out visually. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. Device history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specifications valid at the time of production. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of applicable risk analysis. Conclusion and preventive measures: on the basis of the current information, a definitive root cause for the reported issue could not be established; the product is inside the warranty period. There is no indication for a material-, manufacturing- or design-related failure. To avoid damages to the product, instructions for use (IFU) must be observed. Excerpt of IFU ta012957 2022-08 change no. Ae0061999: 2.3 application warning risk of injury and/or malfunction! - prior to each use, inspect the product for loose, bent, broken, cracked, worn, or fractured components. - always carry out a function test prior to each use of the product. - replace sealing element if necessary. To prevent damage to the sealing element, apply appropriate care when inserting any instruments. If possible, insert instruments in their closed position, straight and central through the sealing element. Caution malfunction due to incompatible instruments! Check for mutual compatibility of the trocar system based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ek001su - disp.sealing unit for 5mm trocars. According to the complaint description, the air leaked from the trocar during surgery and a part of the valve was missing. Patient harm was unknown. Additional information was not provided nor available. The malfunction is filed under aag reference: (B)(4).